Event description:
The ventilator was returned to the manufacturer for evaluation and an service required error 193 was observed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center and the error for internal battery was confirmed. The internal battery was replaced to resolve the issue. The device also failed testing for negative flow. The device was calibrated to resolve that issue.